Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "incontinence, urinary", "urinary frequency", "urinary urgency", "lead contact dislodged" and "migration" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with this neurostimulator had a return of symptoms, frequency, urgency, and urinary incontinence, where reprogramming was not effective. It was determined that the patient's lead had dislodged/dislocated and migrated. The patient had many falls, and it is believed that this is what caused the migration of the lead. The migration was confirmed by x-rays taken in the office on (B)(6) 2025. The patient had their lead revision on (B)(6) 2025. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with this neurostimulator had a return of symptoms, frequency, urgency, and urinary incontinence, where reprogramming was not effective. It was determined that the patient's lead had dislodged/dislocated and migrated. The patient had many falls, and it is believed that this is what caused the migration of the lead. The migration was confirmed by x-rays taken in the office on (B)(6) 2025. The patient had their lead revision on (B)(6) 2025. There were no other issues or complications reported.